Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to possible infection and erosion. Reportedly, the main unit can be seen from the pocket and there was possibility of allergy of titanium and silicone on the device side. There were no additional adverse patient effects reported. The pacemaker was explanted.